Event description:
It was reported that there was premature battery depletion on the device. The device was scheduled to be replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Event description:
The device was explanted and replaced.

Event description:
It was reported that there was premature battery depletion on the device. The device was scheduled to be replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Time of eri (elective replacement indicator) in save to disk on (B)(6) 2010, device rrt (recommended replacement time) <=2.62 v. 1 - patient alert for low battery voltage on (B)(6) 2010. Weekly log battery voltage trend data shows min bat=2.64 to 2.61 volts between (B)(6) 2010 and (B)(6) 2010.